Manufacturer narrative:
Unit p-cap reservoir locked properly in place and passed displacement test. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, partially broken retainer, broken reservoir tube lip and missing o-ring. Alleged cosmetic damage was confirmed, where partially broken retainer, broken reservoir tube lip and missing o-ring was noted. Retainer ring damage confirmed. Reservoir unable to lock in place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm, with no reported allegation of a device malfunction, the reservoir was unable to lock into place, and the retainer ring was damaged. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following leading up to the event: the black retainer ring had a crack and was unable to lock the reservoir document treatment for high bg: manual injection. The event involved product(s) mmt-242a, mmt-332a, and mmt-1880l. The customer reported physical damage to the retainer ring on the pump. The reservoir was unable to lock into place. The customer reported high bgs. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1880l was requested, and the customer responded was the device would be returned.